Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Also, patient was experiencing phrenic nerve stimulation after forty eight hours after initial implant of this lead. Furthermore, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.